Event description:
As reported during use in a patient as backup for transcatheter aortic valve implantation (tavi), this swan-ganz pacing catheter did not sense or pace from the beginning of procedure. The issue was resolved by replacing the catheter. The brand/size of the used introducer was from terumo, 6fr. There was no allegation of patient injury. The device is not available for evaluation as it was discarded at the hospital.

Manufacturer narrative:
Device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The device history record review was completed and no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.